Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while transitioning from an expired sensor to a new libre 3 plus cgm after previously using a dexcom g7, with ilet use noted and a recorded glucose of 258 mg/dl initially and subsequent cgm/bgm readings of 290/249 mg/dl, and the caregiver enabled the pump magnifying glass feature and acknowledged expected inaccuracy during the initial sensor warm-up period. Symptoms included elevated blood glucose. Outcomes included user education, continued self-monitoring with a blood glucose meter, and stabilization of readings without the need for medical intervention. Investigation included troubleshooting and education regarding cgm accuracy during the initial wear period and verification against fingerstick measurements. Investigation of this case revealed no device malfunction and indicated hyperglycemia of unclear cause, with contributing factors including recent meal intake and known early inaccuracy of a newly inserted sensor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.